Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the screw head broke off from the plate during tightening. The remainder of the screw was within the humreal bone.